Event description:
A medtronic representative reported that there was up to 5 mm of inaccuracy in the posterior direction during a navigated o-arm spine case. The surgeon needed to replace screws due to the reported issue. This caused 30 additional minutes to the surgery. No patient details were provided and there was no reported impact to the outcome of the patient.

Manufacturer narrative:
A medtronic representative went to the site and performed a system checkout. System passed all testing. Unable to duplicate reported event.

Manufacturer narrative:
Patient information has not been provided.no parts or files have been received by the manufacturer.